Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosed de novo lesion in the left anterior descending coronary artery. The 2.0x15 mm mini trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation; and resistance was felt with the anatomy. During the second inflation to 10 atmospheres, the balloon ruptured. The bdc was removed without issue. A new trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.